Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was not working. No additional information was provided and troubleshooting could not be performed. Several unsuccessful attempts have been made to contact the patient. There was no indication of a serious injury. This complaint it being reported because the reported issue remained unresolved.